Event description:
Caller reported that the pump battery would not charge, resulting in the pump shutting down. There was no confirmed adverse impact on the customer's blood glucose level due to the inability to verify the pump's status. Technical support instructed the caller to try different charging methods without success and decided to replace the pump. The customer planned to continue using the current pump as a backup therapy and was instructed on returning the problematic pump.